Event description:
It was reported that the pump would not cycle prior to an inflatable penile prosthesis (ipp) surgical procedure. The physician described the pump as being able to collapse but having very inconsistent refill which was not sufficient to inflate the cylinders. Pump was removed from the scrotum during the procedure, cycled again, and found to still be operable enough to cycle the cylinders, but still on an inconsistent basis. The physician opted to remove the pump and replace it with a new pump. Device was cycled using the new pump and worked as intended. Procedure completed without issue. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The momentary squeeze (ms) pump was visually inspected and functionally tested. Ms pump passed visual inspection and passed leakage test. The ms pump was functionally tested and did not pass the activation tests. Product analysis confirmed the reported pump allegation. Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the pump would not cycle prior to an inflatable penile prosthesis (ipp) surgical procedure. The physician described the pump as being able to collapse but having very inconsistent refill which was not sufficient to inflate the cylinders. Pump was removed from the scrotum during the procedure, cycled again, and found to still be operable enough to cycle the cylinders, but still on an inconsistent basis. The physician opted to remove the pump and replace it with a new pump. Device was cycled using the new pump and worked as intended. Procedure completed without issue. No patient complications were reported.